Manufacturer narrative:
Root cause attributed to loose reagent cap a. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that reagent cap a was loose and liquid had leaked out of their immunoprep reagent system. The customer reported that the leak was contained within the box. The box was disposed of following the facility's internal procedures. There was no impact to patient results. Patient treatment was not impacted by this event. It is unknown if the customer was wearing personal protective equipment (ppe) at the time of the event. The customer reported that there was no exposure or serious injury. The customer did not seek medical attention. The customer reviewed the material safety data sheet (msds). Reagent a is a skin and eye irritant and classified as hazardous (chemical exposure) by the (B)(4). Service was not dispatched for this event. The root cause of this event is attributed to the reported loose reagent cap.